Event description:
The pt had a indwelling foley catheter placed and developed a foley catheter related infection urinary infection. They have greater than 100,000 colonies of e. Coli). The catheter was discontinued and the pt treated with antibiotic therapy.